Manufacturer narrative:
A2. Reported patient age is the mean age for all patients included in the article study group. A3. Reported patient sex (female) is representative of the majority of patients in the study group (B)(4) b3. Reported event date is the date of the literature article electronic publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Liu, f., jiang, m., luo, j., cheng, b., wang, x., zhao, l., & cheng, h. (2024). Strategies and outcomes of endovascular treatment of posterior inferior cerebellar artery aneurysms: a single center experience. Neurosurgical review, 47(1). Https://doi.org/10.1 007/s10143-024-02521-x. Medtronic review of the literature article a review of (B)(4) cases of posterior inferior cerebellar artery (pica) aneurysms treated with endovascular therapy. The study aims to demonstrate that endovascular therapy is a feasible, safe, and reliable alternative to open surgery. It also discusses the high risk and mortality associated with ruptured pica aneurysms and emphasizes the need for personalized therapeutic strategies to achieve favorable outcomes. Additionally, the article provides a comprehensive review of different treatment strategies and outcomes for pica aneurysms, highlighting the importance of a multidisciplinary approach to treatment. It was noted that four patients were treated with onyx and axium coils were used in some other cases, though the article does not specify which coil embolization patients were treated with axium coils vs. Other manufacturers' coils. Apollo or marathon microcatheters were used in some cases. There were no reported device malfunctions or intraoperative issues related to coils, microcatheters, or onyx. There were no reported patient deaths. It was noted that one patient treated withonyx refused any additional treatment or follow-up; the patient had a poor anticipated outcome but outcome was not reported or confirmed due to refusal of follow-up. Of the other (B)(4) patients, all were reported to have favorable without any short-term complications; the article noted 0% procedural complications. However, (B)(4) cases of recurrent aneurysms after the initial endovascular treatment were reported, all of which were in the coiling group - some with both stent and coils. In (B)(4) cases, stent-assisted coiling was performed during a second procedure, while additional coiling alone was performed in the other two cases. All of these cases had favorable outcomes after the second intervention with no recurrence during the follow-up period. The treatment was still considered safe and effective.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that of the adverse events that were mentioned within the article were not relate to medtronic devices/products. It was reported that the patient was expected to pass away (male, 73 years old). Because the patient has been bedridden, the weight information was not provided.